Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing got detached at the quick release. The patient observed insulin came out of the tubing about one-two days, after the set was changed. This issue occurred with five sets. No further information available.